Event description:
(B)(4). Initial info received from a consumer on (B)(6) 2008: a female received injection of poly-l-lactic acid (sculptra) approx 6-7 months ago by a nurse practitioner by her cheek bones. The consumer reports that she feels like it has such "overfill" and now she has "two balls" that settled by her lower jaw. No further relevant info reported. Additional info for sculptra (lot #/ expiration date unknown) from product technical complaint report case ID (B)(6) dated (B)(6) 2008, received by (B)(6) on (B)(6) 2008: batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.